Event description:
Infusion started, no drips from bag into chamber noted, then pump started beeping. Unhooked medication, then unhooked chemolock port. Valve inside blue clave on tubing casette depressed. Primary tubing change, medication reconnected to new chemolock port, and restarted, infused successfully.